Event description:
A cartridge alarm was reported by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer resolved the issue by changing the cartridge and successfully resumed insulin therapy. The problem was resolved without further incident.